Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported vacuum two suction failure during lasik flap creation on multiple patients. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Review of the manufacturing and test record of the returned patient interfaces shows no abnormalities that could have contributed to this event. During testing the reported suction problem cannot be reproduced with the returned patient interfaces and the laser system. The docking process was retried several times and with two orientation of the suction ring but no lack of suction could be reproduced. No technical root cause can be identified. The root cause cannot be identified conclusively. Contributing factor are the docking techniques of the surgeon, too much fluid on the eye or unintended eye movement of the patient. The manufacturer internal reference number is: (B)(4).